Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). While burring the femoral post hole, the burr continued to run when the trigger was released. The mako rep in the case activated the free button, but the burr continued to run. Selecting the "reset cutter" button stopped the burr. The burr was clear from the joint throughout the event, so there was no harm to the pt. The case was completed with a successful outcome.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. The evaluation concluded that the root cause of this particular issue is the anspach control software rejecting disable signals during periods of high activity or strain, such as excessive torque to the motor. When the disable signals are rejected, the anspach motor continues to spin. Marketing communicated the issue and the workaround ("reset cutter" button) to the sales team during a conference call on (B)(4) 2013. During the communication, the sales team was provided with the proper troubleshooting technique should the issue recur, and how to safely stop the burr from spinning. A permanent design solution is in progress.